Manufacturer narrative:
The returned valve was patent. Catheter was connected to the inlet and outlet connector. The valve met the requirements of the magnetic flux test, reflux, and siphon testing. The valve did not meet the requirements for leak, pressure-flow, and preimplantation testing. Water was able to flow through the valve during testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. The valve did not meet the requirements for leak testing due to damage to the casing at the outlet connector. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the system was connected, it was confirmed that there was no dripping of water even though priming was performed.